Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during routine device check, lead failure to capture and sense was observed. Intermittent capture also occurred. Lead dislodgement was suspected and confirmed at lead revision. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that dislodgement was confirmed via fluoroscopy at replacement procedure.